Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited poor capture threshold and sensing issues. Additional information received implied that the physician was unable to determine if the lead micro-dislodged or perforated via fluoroscopic imaging. Furthermore, the physician opted not to move the lead and just place a new pace-sense lead instead. This lead still remains in service. No additional adverse patient effects were reported.